Manufacturer narrative:
(B)(4). Date sent: 7/1/2025: b3: publication year of 2013. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: ultrasonically activated shears versus electrocautery in open gastrectomy for gastric cancer: a randomized controlled trial. Author(s): min-gew choi, seung jong oh, jae hyung noh, tae sung sohn, sung kim, jae moon bae. Citation: gastric cancer; doi 10.1007/s10120-013-0301-7. This prospective randomized study aimed to assess the efficacy of ultrasonic dissection in open gastrectomy for gastric cancer. Between january 2010 and april 2011, a total of 253 patients were randomized into the conventional group (n= 125) and uas group (n=128, n=78 males n=50 females, mean age of 52.8). In the uas group, operations were performed using a harmonic scalpel (ethicon). The uas was mainly applied to seal lymphatic and vascular vessels during procedures such as omentectomy, lymph node dissection and clearance of perigastric adipose tissues around the gastric wall. Complaints included intraabdominal bleeding (n=1) and mean operative blood loss of 267.0ml (n=126). The results of this study showed that the use of uas in gastrectomy for gastric cancer was a safe and efficient method, especially in terms of reducing the operating time for male patients.